Manufacturer narrative:
This report is filed february 16, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons. The device has not been made available for analysis as of the date of this report, february 16, 2016.

Manufacturer narrative:
Correction: the correct date of awareness is october 19, 2015. The device malfunction was originally reported under MFR# 6000034-2015-02237 with the wrong serial number. Based on clinical symptoms and remote troubleshooting performed on october 19, 2015, it was determined that a malfunction of the receiver stimulator has occurred. Clarification on the device serial number was received march 14, 2016. Per the clinic, the device was explanted december 29, 2015 due to the patient experiencing intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. This report is filed march 28, 2016.